Event description:
On july 9, 2006, the lay reporter, the lay patient's son, contacted lifescan (lfs) alleging that the patient's one touch ii meter would not turn on. The medical affairs specialist (mas) spoke with the patient on july 10, 2006 to obtain/verify additional information: the patient said she takes diabetes medication, but she was unable to tell the mas the medication name or dosage. She confirmed that she felt "woozy" about two weeks ago and her family called an ambulance. A result could not be obtained on the reported meter at the time of concern. The patient did not remember when a result had last been obtained on the lfs meter. The patient said the emt's gave her sugar when they arrived. She did not know the blood glucose result obtained by the emt's. The emt's took her to the hospital. She did not know the blood glucose results obtained in the hospital. The patient said she was treated with sugar and released to home. The customer care advocate (cca) confirmed that the patient had replaced the meter battery per the owner's manual. The batteries were correctly installed and the battery contacts were in good condition. The cca walked the reporter through pressing the power button and the meter did not turn on. The meter, test strips, and control solution were replaced. The complaint is reported because the patient was unable to obtain a meter reading for an unknown period of time. The patient experienced symptoms suggestive of hypoglycemia and received treatment with "sugar" from emt's and at a hospital.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.